Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, the pulse generator exhibited intermittent loss of atrial sensing. The device was reprogrammed, and the patient would continue to be monitored.